Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting to the back flanks using the cooladvantage curve applicator and the lower abdomen using the cooladvantage applicator has presented with cryohyperplasia. Three months post treatment the patient could visibly see and feel enlarged areas where treated.

Manufacturer narrative:
Corrected data: a4, b3, b5, d1, d4, g1, and h6.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting to the back flanks on 27/oct/2020 using the cooladvantage curve applicator and the lower abdomen on 27/oct/2020 using the cooladvantage applicator has presented with paradoxical hyperplasia (ph).